Event description:
It was reported that sometime in may of 2007, following a percutaneous coronary intervention, an 8f angio-seal mp was deployed in the right femoral arteriotomy. Hemostasis was not achieved as a hematoma developed. Manual compression was applied by the physician. Three days later the pt was discharged. Two weeks later, during a follow up visit, the pt was diagnosed with gangrene in the digits of both feet. Three weeks later pt underwent surgical below knee amputation for both feet. Product surveillance was made aware of the event 07/12/2007.

Manufacturer narrative:
No product was returned for eval. Review of the device history review was not possible since the lot number was unavailable. Based on the info rec'd, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. A search of the angio-seal database revealed no training documentation for the physician. The IFU cautions that the angio-seal device is to be used only by a licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device e.g. Participation in an angio-seal physician instruction program or equivalent.